Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen was found cracked upon waking, with the user believing the device was rolled on during sleep; blood glucose was not affected and the device functioned without alerts or alarms. Symptoms included no clinical effects. Outcomes included replacement of the device and continued use of cgm via app or receiver. Investigation included review of the event description, verification of shipping and return logistics, and user guidance to shut down the device and sync data prior to return. Investigation of this device revealed physical damage to the display consistent with user-inflicted impact, with no indication of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage due to handling.